Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not respond to button presses. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section b5, executive summary of the initial medwatch report indicates a customer contacted stryker to report that their device would not respond to button presses. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event. Section b5, executive summary of the initial medwatch report should indicate a customer contacted stryker to report that their device would not power on as a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event. During evaluation, stryker observed that the device would not power on. The cause of the reported issue was due to low battery, further root cause could not be determined. The customer was provided with a replacement device.

Event description:
A customer contacted stryker to report that their device would not respond to button presses. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.